Event description:
Per the clinic, the patient experienced an infection (treatment of the infection is unknown). The implant remains in-situ.

Manufacturer narrative:
This report is submitted on june 2, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. This report is submitted on august 16, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an open area wound (date not reported) which lead to explantation of device. Device analysis report attached. This report is submitted on december 16, 2022.